Event description:
Biomet orthopedics received preliminary clinical data from dr. (B)(6) regarding patients enrolled in a (B)(4) study. It was reported patient underwent a total left hip arthroplasty on (B)(6) 2007 and a total right hip arthroplasty on (B)(6) 2007. During post operative monitoring and testing, masses were noted. The mass on the inferior area of the hip measured 3.8 x 3.4 x 3.8cm. The mass on the lateral area of the hip measured 2.9 x 3.3 x 4cm. These findings were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2013-02300 & 05237 / 05240).